Manufacturer narrative:
After normal troubleshooting with customer technical service, service was dispatched. The field service engineer (fse) was on site (B)(6) 2011 and found the pipettor tip was worn and the high ultrasonic voltage was low. After the fse performed repairs, system precision checks and quality control results were found to be satisfactory. Hardware is the root cause for this event.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that on (B)(6) 2011 they were recovering erratic level 1 quality control results on the access 2 immunoassay system for access estradiol. The customer noted no issues with any other analytes. The customer did not report any erroneous results requiring medical intervention or change to patient treatment. However, the potential for erroneous but believable results does exist for all assays.